Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, in one shot with the device, the load did not open. The jaws of the device was lock on tissue and was removed using a different stapler. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the mating piece of a (single used loading unit) sulu was broken off inside the distal end of the adapter. The adapter was received inserted through a trocar. The adapter was disassembled and it was noted that the lockout slider block and firing rod were damaged. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the unload button, in turn causing that to become stuck in place. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, in the last fired of the gastrectomy in the fundus in one shot with the device, the load did not open. The jaws of the device was lock on tissue and was removed using a different stapler. Tissue loss in the fundus of the stomach. The surgeon need to cut more stomach to liberate the tissue blocked between the jaws of the reload. Surgical time was extended by 1 hour. Another device was used to complete the procedure. No patient injury.